Manufacturer narrative:
The insulin pump was unable to prime due to a detached end cap. The unit had a missing end cap sticker, a cracked display window corner, minor scratched lcd window, cracked battery tube threads, a cracked reservoir tube lip, and a cracked reservoir tube.

Event description:
It was reported that the customer's insulin pump had a displaced drive support cap. The customer's blood glucose levels are unknown. The customer stated that the end piece of his insulin pump had been coming out while he primed the insulin pump. The insulin pump was damaged when it was dropped. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.